Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) unit during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The tsr had the hp disconnect using aseptic technique and removed the cassette. The hp would notify the peritoneal dialysis nurse. No patient injury or medical intervention was reported. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding the alarm, it was revealed that the hp did not have any injury or harm as a result of this incident. The nurse did not have the lot number. Per nurse, hp is continuing therapy on the hc cycler without any issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).